Event description:
The manufacturer received information alleging the ventilator does not cancel the 100% oxygen feature. The device was not in pt use.

Manufacturer narrative:
Evaluation of the device at the manufacturer's service center determined that the device's software needed to be re-loaded, and the oxygen blender board was replaced to address the issue.